Manufacturer narrative:
Initial MDR is being submitted retrospectively due to a filing error by b. Braun medical inc. At the time of the reporting. (B)(4). The device is currently shipping from the user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): over infusion: "staff at the ICU reported infusomat space pump involved in medication incident during clinical use. According to the clinical area, noradenaline 6 mg/100mls was used from the drug library for this infusion and it is reported that the clinical user was observing that in the drip chamber there were several drips like a bolus have been delivered to the patient and the blood pressure increased rapidly. The clinical user provided bts of patient data showing blood pressure increased at the time of the incident. History logs were downloaded and reviewed. The pump was programmed to deliver 70 vtbi with the drug concentration of 0.06mg/ml and noticed that the dose rate set was changed many times over the period of 10 hours and this is not normal. Bts completed a simulation test, but couldn't replicate the fault. However, according to the history log the pump was changing the dose rate set many times without the clinical user changing the rate."